Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2015 and presented on next day with diffuse lamellar keratitis (dlk) stage iii in both eyes. The topical steroid dosage was increased and oral steroid was prescribed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Surgeon will continue to follow up bcva from (B)(6) 2015: right eye pre-op 20/20 1.75 x -.50 x 165; left eye pre-op 20/20 1.75 x -.75 x 164.

Manufacturer narrative:
Additional information: this is a hyperopic patient with monovision and it turns out the patient is unhappy with surgery outcome, with the glasses and monovision contacts. Visual acuity and manifest refraction is at target. Patient claims vision is blurry at all distances. Patient explained has a very visually demanding job that monovision cannot fulfill. Surgeon reported that is working with patient to adjust her expectations. Post op best corrected visual acuity from (B)(6) 2015: right eye post-op 20/50 .75 x -.25 x 70, left eye post-op 20/50 -1.75 x -1.00 x 123.